Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6), USA has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ pen needle was difficult to operate/not working properly during use. The following information was provided by the initial reporter: "diabetic product was not functioning properly. That's all the info I could get from".

Event description:
It was reported that the unspecified bd¿ pen needle was difficult to operate/not working properly during use. The following information was provided by the initial reporter: "diabetic product was not functioning properly. That is all the info I could get from..."

Manufacturer narrative:
H6: investigation summary: no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.